Event description:
It was reported that during a ptca treatment procedure involving a calcified and 100% stenotic lesion in the proximal portion of the lad coronary artery, the maverick monorail balloon was suspected to have ruptured at 2 atm's on the initial inflation. A choice .014" guidewire and a cyber fl 3.5 guide catheter were also used in this case, but the types and sizes of introducer sheath and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.

Event description:
It was further reported that the maverick monorail balloon was suspected to have ruptured when extrusion of contrast into the vessel was noted. It is also noted that resistance was met with insertion of the balloon catheter. The maverick monorail balloon was removed and replaced with a maverick otw 1.5 x 20 catheter to successfully complete the procedure. The pt was asymptomatic during this event. An acs guidant bmw (size unk) guidwire, a conquest hc (size unk) guidewire and a 6f cyber fl3.5 guide catheter were also used in this case.